Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, when flushing the port access needle immediately after removing the packaging, fluid leaked from the connection point between the yellow butterfly wing and the needle. No other information was provided.

Manufacturer narrative:
Initial medwatch was submitted, upon further review it was found that this medwatch report 3006260740-2026-00376 is a duplicate file and has been voided. The original event was submitted on medwatch 3006260740-2026-00425.